Event description:
On (B)(6) 2011, the lay user/patient's daughter-in-law contacted lifescan (lfs) alleging that the patient's onetouch ultralink meter was reading inaccurately erratic. The following complaint was classified based on information obtained from the customer service representative (csr). The reporter alleged that the issue began in (B)(6) 2011. Five to ten minutes before the alleged issue began (date/time not specified) the patient reportedly was jerking and twitching. On an unspecified date/time, the patient reportedly obtained blood glucose results of "31mg/dl" and "over 200mg/dl" with the subject meter, performed within 20 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <= 20% and/or <= 20 mg/dl. According to the csr's documentation, the patient's son would administer an unspecified treatment in response to the patient's reported symptoms. It is not known if the patient tested her blood glucose with another device. During troubleshooting, the csr confirmed the patient was using the proper testing technique, the subject meter was set to the correct unit of measure setting (mg/dl), and the blood glucose results were from the approved (per owner's booklet) sample site. Replacement products were later sent to the patient. There is no indication that the product caused or contributed to a serious injury. The patient did not suffer from any serious injuries and did not receive any form of medical intervention after the alleged issue began. However, this complaint is being reported because the alleged issue remains unresolved.

Manufacturer narrative:
Follow-up # 1 ((B)(6) 2011)-device evaluation: the meter and test strips involved with this complaint has been returned and evaluated by product analysis with the following findings: on (B)(6) 2011 a DHR (device history record) was completed for this product and no deviations, non-conformances, or reworks were observed. On (B)(6) 2011 the meter passed all testing with no faults found. On (B)(6) 2011, the test strips were also tested and the primary complaint was not confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. The 510(k) # is k073231.